Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of the procedure, a part of the clip was broken. They also noted that they were unable to squeeze the handle.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one. The instrument was received with sixteen clips. The rotation collar was separated from the body and was loose in the packaging. The rotation collar was reconnected to the handle by snap fitting the collar to the press fit knob. The collar was rotated repeatedly, remaining attached to the instrument handle. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged rotation collar may occur if manipulated excessively during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.